Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to insert was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. There is no indication in the sheath form or the length of the support lumen, nor in manufacturing review that indicates a potential product quality issue. In this case the sheath may have been inadvertently kinked or bent in vitro; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional appendage procedure. Reportedly, the prostyle device would not load onto a 0.035-inch guide wire. The guidewire was switched for a new 0.035-inch guidewire; however, the prostyle device would still not advance. A new prostyle device was then used, and the suture was successfully pre-placed. The sheath was upsized to a 15f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.